Manufacturer narrative:
The actual device not returned to the manufacturing facility for evaluation. Therefore, no evaluation was completed. The record was traced back five (5) years and found no irregular finding in relation to the defective needle length caused by mechanical trouble, or mechanical malfunctions of the inspection device. Furthermore, random pick up inspections were performed to check the needle tip and length on the side where the cartridge is attached. No irregular finding was witnessed as a result. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not touch the needle directly", "be careful about needle stick injury". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device after a procedure. Follow up communication with the user facility reported the following information: during cleaning up, the nurse pricked herself; the accidental needle stick was caused by the needle being exposed from the cartridge; the event was not considered as product malfunction from the user's point of view; the concerned user requested for correlation between nanopas's structure and potential injection infection by the event; proper explanation with relevant documentation was later presented; no further investigation has been currently requested; medical examination was implemented for the patient's suspected infectious disease and also for the hospital personnel who accidentally suffered from the needle stick injury; and the current condition of the nurse and patient's medical results for infectious disease are currently being examined.